Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a monopolar distal clevis pin dislodged and pushed into the grip cable. This causes the tip not to move. Additional findings found unrelated to the customer reported complaint states that the instrument had a localized melting near the distal clevis base. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument tip was not moving. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Corrections were made for the previous failure analysis findings. The permanent cautery hook instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the dislodged cable crimp to be related to the customer reported complaint. For clarification, the instrument was found to have the cable crimp from wrist control cable #10 dislodged. As a result, the cables appeared to be broken but it is not. The cable crimp is captured inside the welded grip. This caused the tip not to move. Additionally, the instrument passed the electrical continuity tests.

Event description:
Refer to h10/h11 for follow-up information.